Event description:
It was reported that the patient developed an infection. The lead was removed and replaced. The lead subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the medial segment of the lead was returned, analyzed and there was inner insulation breached metal ion oxidation. It was also noted that the inner insulation cosmetic metal ion oxidation, blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking and there was a white substance on the outer insulation.